Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that after the customer inadvertently dropped the pump while changing the cartridge, the customer could not access the screen. Customer's blood glucose was 226 mg/dl. Customer reverted to using multiple daily injections for insulin therapy.